Event description:
It is reported the patient was revised due to cup loosening.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the provided information, although not proven, the most likely cause of the acetabular cup loosening is from poor b one stock as 7 screws had to be used to affix the acetabular shell; however, cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Concomitant products: item: 00630505032, trilogy acetabular system longevity crosslinked polyethylene, lot: 61807668 item: 00625006515, trilogy bone screw 6.5x15, lot: 61825066. Item: 00625006515, trilogy bone screw 6.5x15, lot: 61836010. Item: 00625006525, bone screw self-tapping, lot: 61649169. Item: 00625006525, bone screw self-tapping, lot: 61874778. Item: 00625006525, bone screw self-tapping, lot: 61881303. Item: 00625006530, trilogy bone screw 6.5x30, lot: 61623743. Item: 00625006535, trilogy bone screw 6.5x35, lot: 61357875.

Manufacturer narrative:
Device history review identified no issues with the manufactured lot. Product was not returned so no product evaluation could be conducted. This device is used for treatment. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.